Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had migrated in the pocket and is causing discomfort. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Updated a4 patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.